Event description:
It was reported that a cartridge alarm occurred with multiple cartridges during the load sequence. Ultimately, the customer reverted to an alternate pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.